Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(4).

Event description:
The customer reported the following: "sensor and patient cable were connected to the fukuda denshi monitor (ds-8100m) and they were kept under the power on until the patient was carried to the hospital by ambulance. Prior to putting on the sensor, the spo2 reading was 84%. When the sensor was put on the patient finger, spo2 reading was 84%. Then the monitor power off and on, but the issue was not resolved. Even the patient cable was detached and attached, the issue was not resolved. On the other day, for another patient, the spo2 reading was 80-90%. The doctor took a treatment of oxygen inhalation. They implemented the simple investigation: simulator+sensor (lncs dc-I)+patient cable+monitor (ds-8100m, ver) error message ¿sensor confirmation¿ was received. The power off / on and the patient cable detached / attached were performed. However the same error message was received. The same manipulation was conducted as the above, the same error message was received. However a few days later, the event was not duplicated." No known impact or consequence to patient was reported. Complaint 1 of 2.